Event description:
Distal screws did not lock to the plate. Required all to be removed. A synthes modular min fragment (ins 0008840) had to be called for and the procedure begun again. This added 30 minutes to the procedure. Increased surgical and tourniquet time. Exchanged to a new system.